Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly; no button error alarm noted during testing. Insulin pump passed alarm test. No unexpected reset noted. Insulin pump was monitored for four hours with multiple basal rate. No blank display noted. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No damage inside insulin pump noted.

Event description:
It was reported that the insulin pump has unresponsive buttons and has reset all settings. There is a blank screen on the insulin pump. Advised the insulin pump is out of warranty and that a continuation of therapy insulin pump will be sent. Nothing further reported.